Event description:
The user facility reported that at completion of a percutaneous coronary intervention (pci) procedure, the physician attempted to use the angio-seal 8 french for hemostasis. However, the sheath broke immediately after opening the package. The physician then used another angio-seal 8f from the same lot and successfully completed the hemostasis procedure. It was confirmed that the hospital department stored the device according to the manufacturer's recommendations, keeping it in a drawer without direct exposure to light. No blood loss was reported. There was no patient injury and/or medical or surgical intervention required. Additional information was received on 19feb2025: there should have been small fragments; however, they have already been discarded by the hospital. The subject device was not manipulated in any way; however, it was found to be in stated broken condition immediately. The patient was in stable condition.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned device included the carrier tube, hemostasis sheath and arteriotomy locator. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The hemostasis sheath was found to have been fractured, and the component was also able to be broken in a manner which is consistent with embrittlement due to light exposure. The complaint was confirmed for a sheath breakage due to light exposure. The likely cause was determined to have been improper storage as the device was broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. A corrective action and preventive action (CAPA) was implemented to introduce a stabilizer additive to the sheath that would prevent future breakages due to light exposure. The product in this complaint was manufactured prior to the implementation of the corrective action.